Event description:
It was reported that the pump motor stall occurred due to the health care provider using magnet when trying to telemetry the pump. The alarm went off. The motor stall recovered within 15 minutes and was noted in the event log. There was no patient symptom associated to the event. The patient outcome was unknown. The drug was unknown.

Manufacturer narrative:
Product ID 8711 lot# serial# (B)(4), implanted: 2001 (B)(6); product type catheter product ID 8840 lot# serial# unknown; product type programmer, physician product ID 8596sc lot# serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).